Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured 28 cm from the connector pin. The initial reported event of high impedance with suspected fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead had a possible fracture and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.